Event description:
Paramedics responded to a person described as in full cardiac arrest. The pt was connected to the device and a countershock administered. Pt's ECG was diagnosed as in idioventricular rhythm and external pacing initiated. According to the rptr, the device alarmed "leads" intermittently and the operators could not continuously pace the pt. The pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the autopsy report's assessment of pt viability.